Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The doctor reported multiple patients returning with redness and swelling at the suture site. All of the patients had to have the sutures removed and replaced. There was no medical attention or hospitalization required. The wounds healed successfully.